Event description:
It was reported to philips that the host pc failed to boot in the mornings and required manual intervention on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii no hdd and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).